Event description:
Reporter noted surgeon made several unsuccessful attempts to tie knot with suture. Changed products to complete procedure. Patient is reportedly ok. Surgeon feels similar event occurred two weeks prior, and patient was returned to or as sutures had slipped. No injury reported.